Event description:
The customer reported that she activated a pod in the morning on (B)(6) 2013. Her blood glucose results were normal until the afternoon, when it started to rise. By dinner, her blood glucose was 23.3 mmol/l (420 mg/dl). When she removed the pod, she said that the cannula was dislodged and that it appeared to be longer than expected. She activated a new pod and delivered a bolus, which corrected her blood glucose level.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess product condition or to determine if any malfunction could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns: "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."